Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Patient's age was provided. If the requested information becomes available, a supplementary report will be submitted. Patient weight is unknown device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.